Manufacturer narrative:
(B)(4). (Exemption number e2015036). PMA 510(k): pentax video duodenoscope model ed34-i10t is not distributed in the USA, therefore the PMA/510(k) number is not applicable.

Event description:
Pentax medical received results of a microbiological examination performed by (B)(6) on pentax video duodenoscope model ed34-i10t/serial (B)(4). The report showed the following results (cfu per 25ml): biopsy / suction channel: 14 enterobacter species. The suspected colonies according to a telephone conversation with ms. (B)(6) on (B)(6) 2014 yielded bacteria of the moraxella group). Air / water channel: 1 mold, 2 kocuria rhizophila, 3 pseudomonas species, and 1 staphylococcus epidermidis. In addition, the report also stated kocuria rhizophila bacteria were detected in the final rinsing water of the olympus washer/disinfector. The video duodenoscope involved in this event was sent to the service workshop in (B)(4) where inspection and mechanical reprocessing, in a hamo t21 washer/disinfector (korsolex-endo-cleaner + korsolex-endo-disinfectant), was performed. The duodenoscope was then sent to an external laboratory for re-sampling. The report was received from the laboratory on (B)(6) 2014 and showed the following results: biopsy / suction channel: no growth was observed in 10ml of sterile-filtered rinse solution. The enrichment culture showed no growth. Air duct: micrococci, in a negligble number, were found in 10ml of sterile-filtered rinsing solution. The enrichment culture showed no growth. Canal : in 10ml of sterile-filtered rinse solution, 4 cfu were found (acinetobacter lwoffii colony). The enrichment culture showed no growth.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review was performed on (B)(6) 2016 confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.